Event description:
User was sitting on the rollator, when she went to turn the bolt for the right rear wheel allegedly broke in half. The fork was allegedly still attached to the wheel. No serious injury is alleged.